Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found the reagent syringe tubing was pinched. He replaced the tubing, performed a precision test, and the customer performed qc and calibration. The results were acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine jaffé gen. 2 results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 15.32 mg/dl. The sample was repeated on another module and the result was 10.61 mg/dl. The results were reported outside the laboratory. The sample was repeated as the customer observed data flags on several tests for patient samples.